Event description:
It was reported that at the time of pre-discharge device interrogation, a chest x-ray suggested a right atrial (ra) lead dislodgement. Atrial impedance and sensing were normal however high atrial thresholds were noted. The physician chose to reposition the lead which remains in use. No patient complications have been reported as a result of this event.